Manufacturer narrative:
(B)(4).

Event description:
It was reported "when passing the guidewire through the catheter, there is insufficient backflow." When passing the guidewire through the needle there was no adequate return (the doctor considered that the blood flow was too little). The guidewire was bent. It was reported the same catheter was able to be successfully placed by the physician and there were no complications for the patient. No medical intervention was required. The patient's current condition was reported as deceased. The customer reported the patient's death occurred due to a general deterioration in their health and not as a direct result of the device. Patient with "localized abdominal pain in the upper part. Patient in poor overall condition, with tense ascites and hemodynamic and cardiopulmonary compromise. Moderate pulmonary dysfunction requiring intermittent non-invasive mechanical ventilatory support, with the possibility of transitioning to invasive mechanical ventilatory support depending on clinical evolution. Initiation of vasopressor support to maintain a blood pressure between 70 and 90 mmhg and optimize cardiac output and tissue perfusion."

Manufacturer narrative:
Qn# (B)(4). As per the additional information received on 10jul2023, the patient had a pancreatic head and body tumour with liver metastases which contributed to her death. The patient presented a poor condition in the ICU with multisystemic compromise, poor pulmonary dynamics, and deterioration in oxygenation indices. Also, it was reported that a normal and moderate resistance was observed while advancing swg through the introducer needle and it was advanced to the appropriate distance. The complaint of kinked guide wire was able to be confirmed by the video as it revealed a kink in the distal end of the guidewire while advanced by the end user. However, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when passing the guidewire through the catheter, there is insufficient backflow." When passing the guidewire through the needle there was no adequate return (the doctor considered that the blood flow was too little). The guidewire was bent. It was reported the same catheter was able to be successfully placed by the physician and there were no complications for the patient. No medical intervention was required. The patient's current condition was reported as deceased. The customer reported the patient's death occurred due to a general deterioration in their health and not as a direct result of the device. Patient with "localized abdominal pain in the upper part. Patient in poor overall condition, with tense ascites and hemodynamic and cardiopulmonary compromise. Moderate pulmonary dysfunction requiring intermittent non-invasive mechanical ventilatory support, with the possibility of transitioning to invasive mechanical ventilatory support depending on clinical evolution. Initiation of vasopressor support to maintain a blood pressure between 70 and 90 mmhg and optimize cardiac output and tissue perfusion."